Event description:
It was reported that a progav 2.0 shuntg system (#fx431t) was implanted during a procedure performed on (B)(6) 2022. According to the complainant, the shunt showed an over-drainage and a blockage. The patient underwent a revision procedure performed on (B)(6) 2023. The complainant device has returned to the manufacturer for evaluation. No patient complications were reported as a result of the revision procedure. Age: 7 years. Weight: 25 kilograms. Height: 124.4 centimeters. Gender: unknown. Same event as # 3004721439-2023-00300.

Manufacturer narrative:
Visual inspection: during the investigation, deposits were detected inside the control reservoir. Permeability test: a permeability test has shown that the progav 2.0 and the control reservoir are permeable. Computer controlled test: to investigate the claim of over- drainage and blockage, the opening pressure is measured using a miethke computer controlled testing apparatus which simulates a cerebrospinal fluid flow. The valve is tested in the horizontal positions. The results show that the progav 2.0 is operating not within the accepted tolerance in the horizontal position. A accelerated outflow of progav 2.0 could be determined. Adjustment test: the progav 2.0 valve was tested and is not adjustable throughout the normal range. Braking force and brake function test: the brake functionality test has shown that the brake function is operational; however, the braking force cannot be measured due to the non-adjustability of the valve. Internal inspection: after dismantling of the valve, deposits were found in the progav 2.0. Results: based on our investigation results, we can determine deposits and an accelerated outflow in the horizontal position of the valve. The detected deposits inside the valve could be responsible for the malfunctions. Deposits caused by substances naturally present in the patient's bodies, such as protein, blood or tissue particles, are among the known and unavoidable risks and side effects of hydrocephalus therapy. Even small amounts of organic material can affect the integrity of the valve. We can exclude a defect at the time of release. The valve met all specifications of the final inspection when released from christoph miethke gmbh & co. Kg. No further regulatory actions are required from our point of view.